Event description:
It was reported during service at manufacturer facility that the cordless driver has an oily film on the outside of the handle. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event for leaking was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. An oily substance was found on the outside of the device. The e box was determined in need of replacement as the seal was broken. The affected handle and bushing were replaced along with other components not associated with the failure. The driver passed all final inspection activities and returned to the account.